Event description:
A clinic director reported four pts with toxic anterior segment syndrome (tass) following a cataract with intraocular lens implant procedure. This is the second of two reports of tass being filed for this facility. This report represents the second set of tass pts reported. Further information has been requested.

Manufacturer narrative:
The customer reported a pt was involved in a toxic anterior segment syndrome (tass) cases. The similar reported tass cases involved another model phaco handpiece from this facility were reported and investigated. The customer reported tass cases recently recurred and would like to have a tass expert to visit the facility to investigate the cause of recent tass cases. This complaint file was reviewed by an clinical analyst and noted: the most common causes of tass are identified as follows in order of prevalence: inadequate flushing of phaco. I/a handpieces and cannulated equipment, use of enzymatic cleaners and detergents, use of reusable cannulas, inadequate cleaning of instruments, use of preserved epinephrine, reuse of single use devices, use of tap water with no sterile water final rinse, inadequate personnel or trays to allow proper preparation of instruments, no immediate cleaning allowing ophthalmic viscoelastic device (ovd) and surgical solutions to dry on instruments, use of preserved medicines in the eye, reuse of tubing for flushing, latex bulbs for irrigation, not training, no terminal sterilization, instruments stored on towels, touching of the intraocular lens (iol) or pt contact areas of instruments with gloved hands, off-label use of lidocaine gel, poor instrument maintenance, autoclave residue, rust, particulates, lint, use of powdered gloves, additives added to bss against the directions for use (dfu), improper use of prep solutions, detergents and cleaners, failure to follow manufacturers dfu, including no air flush, use of unapproved enzymatic cleaners, use of postoperative ointment in clear corneal cases, povidone-iodine placed in the eye at the end of procedures, incorrect concentration of detergents and enzymatic cleaners. There are validated cleaning processes are in place as part of the handpiece manufacturing processes to minimize the potential handpiece contamination. The handpiece direction of use (dfu) specifically indicate that the handpiece must be thoroughly cleaned and sterilized before the initial use and immediately after and prior to each subsequent use. There is no evidence that the design or manufacturing of the phaco handpiece contributed to the reported event. The phaco handpiece is a reusable device that must be reprocessed per the products dfu. An evaluation of tass complaints against this phaco handpiece over the past 24 months shows no emergent trends in the field. As such, manufacturing is not a suspected contributor to these tass events. The root cause cannot be determined conclusively. (B)(4).